Event description:
Revision surgery - the patient experienced pain in the left shoulder that appeared to have grade ii scapular laxity. The poly component showed excessive wear and splitting of rim. The surgeon revised the socket, glenoid head, baseplate and screws.